Event description:
Got silicone under the muscle breast implants. Symptoms that drs couldn't explain why I have in the past 10 months (starting several weeks post implant) are fatigue, heart palpitation, dizziness, brain fog, fog, swollen posterior chain lymph nodes in my neck (have been swollen for 7 months), short term memory loss, visual loss and disturbances (cannot look at busy or colorful patterns without feeling nauseous and dizzy), light and sound sensitivity, reoccurring infections (vagina, throat, ear), headaches, tinnitus, muscle spasms / twitching, skin rashes and large red bumps, slowed healing, chronic yeast infections, hair loss, red eyes, dry mouth, shortness of health, sternum pain, loss of concentration, swollen/sore/red joints, easy bruising, low back and hip pain, fungal toe nails (falling off), metallic body odor, difficulty getting out of bed, anxiety, social isolation, chronic diarrhea (going on 5 months straight), increased urination, abdominal swelling, arm/hand numbness and tingling, intense finger/hand pain throughout the night. Could not go into stores because of feeling overstimulated and overwhelmed. No personal or family history of any of these symptoms or issues. For the previous 10 months I have been hospitalized several times due to these symptoms with no answers, have been to my pcp countless times with referrals to see specialists including a neurologist, ent, gynecologist, dermatologist, and received several MRI's, CT scans, ultrasounds, urine samples, stool sample, and blood tests. Everything came back "normal." Was told I have anxiety and I need to meditate. Pcp tried to prescribe me an anti-anxiety medication which I refused.